Event description:
It was reported that a patient underwent rectal surgery on an unknown date. During the procedure, the needle "snapped" and half of the shaft was retained in the patient.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.